Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the patient is experiencing pain, instability, weakness and tenderness in the left knee since surgery and it's progressively getting worse. Patient states that his knee feels worse than before the surgery.

Manufacturer narrative:
The patient is (b)(6. An event regarding pain and multiplanar instability involving a triathlon knee was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "on (b)(6 2014, revision of the right total knee arthroplasty was performed for failure of right total knee arthroplasty, multiplanar instability¿ 'mild internal rotation of tibial and femoral components.' [¿] on (b)(6 2014 a revision of the left total knee arthroplasty was performed for failed left total knee arthroplasty, multiplanar instability. The report notes 'mild tibial and femoral internal rotation.' [¿] there is no documented follow-up between (B)(6) 2012 and (B)(6) 2014. There are no results of the (B)(6) 2012 aspiration or confirmation of the complaints noted in the event descriptions nor the pre-operative diagnoses of multiplanar instability in both revision operative reports. There is no examination of the explanted components available. Based upon the documentation available for review, there is no indication that factors of faulty stryker component design, manufacturing, or materials were responsible for this patient¿s clinical problems with his bilateral total knee arthroplasties." Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the pain and instability was caused from internal rotation of the tibial baseplate and femoral component. The medical review indicated that based upon the documentation available for review, there is no indication that factors of faulty stryker component design, manufacturing, or materials were responsible for this patient¿s clinical problems with his bilateral total knee arthroplasties. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: pnvx; cat. No.: 5515-f-701, triathlon ps fem comp #7l-cem, lot code: s3l4x; cat. No.: 5532-g-609, triathlon ps x3 tibial insert, lot code: mkle60; cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: is064.

Event description:
It was reported that the patient is experiencing pain, instability, weakness and tenderness in the left knee since surgery and it's progressively getting worse. Patient states that his knee feels worse than before the surgery.